Event description:
Had essure put in fall 2007. In (B)(6) 2009, I had severe abdominal pain and swelling. Doctor performed exploratory surgery. He found fallopian tube twisted up like a coil with cyst attached. Doctor removed fallopian tube. Since then I have continued to suffer from heavy, clotting periods, pain during intercourse, bladder sensitivity, hot flashes and low vitamin d.